Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the revision of total hip replacement (pth) procedure for the extraction of the femoral stem, the device was used. The intervention was complicated; surgeon had been tapping on the instrument for several hours, and it finally broke, causing cessation of the procedure and change of surgical technique. There was a delay of 180 minutes. The instrument broke into two pieces -the main part and the part of the passscrew through which the instrument broke. The main part was recovered and the part of the passscrew remained screwed to the stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, ¿during the procedure for the extraction of the femoral stem, the device was used. The intervention was complicated; we had been tapping on the instrument for several hours, and it finally broke. Revision of total hip replacement (pth), cessation of the procedure, change of surgical technique.¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the threaded tip of the retaining inserter subassembly was broken off; fragments were not returned for evaluation. Additionally, impaction marks and nicks were found in the body of the retaining body weldment subassembly and at the underside on the proximal end of the retaining inserter subassembly. The observed conditions of the device are consistent with a component failure that was caused by exposure to unintended forces like impacting the device before it was fully seated; or by assembling the device in a misaligned position, heavy usage and impacting the device in areas that are not intended to be impacted. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the actis retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.